Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was reported indicating that this pacemaker was removed and replaced for a therapy change. This pacemaker was returned and a device evaluation was completed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during interrogation review of this pacemaker, the device was found to be in unipolar pacing and sensing on the right ventricular (rv) lead. The unipolar sensing appeared to be causing rv oversensing with pacing inhibition. In addition, the review showed that back in (B)(6) 2017 there were low out of range rv pace impedances recorded. At this time, the pacemaker and rv lead remain in service. There have been no adverse patient effects reported.